Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up, numerous false positive atrial fibrillation (af) episodes due to diagnostic issue was noted. No intervention was performed and the confirm remains implanted. The patient was stable and will continue to be monitored.